Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end usresident was in wheelchair, lifted resident out of chair, when they went to close leg to maneuver lift left leg snapped, resulting in a fall. Cna reports that she inspected lift just prior to use and did not notice any unusual wear or stress on unit. The unit is over 14 years old. Joerns has entered complaint #(B)(4) into our system.